Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt with both the device paddles and with electrodes, but the device displayed an "error 70" message on both attempts. The clinicians then "immediately" obtained another device and shocked the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was in "poor condition on arrival" and was "not contributory to pt outcome". Subsequent to the event, the facility's biomedical engineering department determined that the reported problem was as a result of a faulty multi-function cable. The facility has been sent a replacement multi-function cable.